Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that threshold measured less than 1 v at implant and 3 v one week later. The lead was explanted and replaced.